Manufacturer narrative:
(B)(4). My mothers dying a very slow and agonizing death. Since all of this, my mother who looked young for her age at (B)(6) when it all started, looks as if she in her late seventies or early eighties. The doctors blow her pain off and refuse to acknowledge the allergy to the chest wires. Even though its clearly documented by a dermatologist. I cant find an attorney to help her because she on (B)(6) and had a disability. I was told that a case wasn't worth much money by an attorney over the phone. That probably why I was having such a hard time finding someone to help her. My mother has suffered from medical negligence and has been ignored because of her economic status. Where is the justice! Although requested, no additional information was provided. Unique device identifier (UDI): in the absence of a part and lot#, UDI can not be provided. There was no reported device malfunction and the product was not returned. The reported patient effects of angina, hypersensitivity, cerebrovascular accident and occlusion are listed in the xience v everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The other xience stent is filed under a separate medwatch report. Sus voluntary event report mw5061792.

Event description:
User facility medwatch report received that states: in (B)(6) of 2011, my mother had two cardiac stents placed. After having the stent placed, my mother began experiencing severe chest pain. She found a new cardiologist and was told that she had a blockage in the arteries where the stents were placed. She was told that she needed to have a triple bypass surgery. She had the surgery and suffered a stroke and other avoidable complications afterwards. Now my mother suffers from severe debilitating pain 24 hours a day 7 days a week. After stumbling across a blog and with much research, I've since discovered that the stents and the chest wire that was placed in my mother contains nickel and four other metals that my mother's allergic to. I've found that the allergy results in severe debilitating pain. Not once was it discussed with my mother and I regarding the components of the materials being used. My mother knew that she had a nickel allergy. We were never asked about the allergy and she didn't know to ask. I took my mother to a dermatologist and she tested positive to moderate and severe reactions from the metals in the stents and chest wires. Most people with this type of reaction from the chest wires simply have the wires removed. My mother, who was walking a mile or two before all of this, is now paralyzed on her left side, wheelchair bound, suffers with debilitating chest pain, entire left side pain night and day every day. Her body is so weak now, having the wires removed isn't an option for her. The stents in her heart can't be removed.